Event description:
It was reported through the patient outcome that the patient passed away due to multi-system organ failure and septic shock. The driveline was the source of infection. The patient had leukocytosis, fluid volume overload, jaundice, and was positive for staphylococcus epidermidis and staphylococcus aureus. The outcome was not considered device or therapy related. The device operated as expected.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the onset date of the driveline infection was (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported msof, infection, and patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.